Manufacturer narrative:
In the process of performing an evaluation. Actual complaint unit was discarded, hospital sent samples from their inventory for evaluation. Hospital did not provide the specific lot number of the complaint unit. They did provide three (3) possible lot numbers that were on their shelf in inventory (10899358, 10887475 and 10895193). A follow-up report shall be submitted upon completion of the investigation. Recall initiated on 11/07/2013 reference report number: 1219977-10/24/13-005-r.

Event description:
Hospital reported that when pulling the ocean drain out of the drain caddy to discard, the ats tubing line on the back/bottom of the drain was loose and became dislodged.